Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. All buttons function properly. No unexpected insulin flow blocked alarms or rewind anomaly noted during testing. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of (B)(6) 2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked belt clip rails. Unexpected insulin flow blocked alarm, rewind anomaly and unresponsive keypad were not confirmed. Cosmetic damage at the belt clip was not confirmed, however, other cosmetic damage were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer also reported that the back area where the clip attaches was broken, the insulin pump was louder and slower during the rewind and the insulin pump had a delayed response when pressing arrow keys. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-386a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-386a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.